Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019 due to hypoglycemia. The cause of death was hypoglycemia. The caller stated that the customer had renal failure, heart failure, and blood pressure issues that may have led to the customer's passing. The customer¿s blood glucose was 23 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, around the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.